Manufacturer narrative:
This report is part of a retrospective review, although no adverse event was reported, this device has had a similar malfunction that has caused or contributed to serious injury. Review of device history records show the lot released with no recorded anomaly or deviation. Based on the review of the returned complaint product and investigation of this complaint file the most likely underlying cause of the product breaking is due to excessive force through usage. The customer could not confirm this was the items initial use of the device and it is a single use item. It should be noted that the product, if used multiple times, will break more easily.

Event description:
It is reported that during surgery the tap broke. No adverse events were reported.